Manufacturer narrative:
H3: device not returned. H6: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The risk management file for the vsx device was reviewed and determined to be accurate and complete. No update is required. An assessment was completed to determine if the event conclusions warrant consideration for a CAPA, scar, and/or fir following md179991 appendix a. It was determined that no action is required. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information.

Manufacturer narrative:
H6: c19 - the primary reported failure mode, a stuck deployment line with the inability to deploy the device, is consistent with evaluation of the provided clinical video. Movement of the device within the patient anatomy consistent with attempted deployment is observed in the video, and there is no resultant device expansion or deployment. This observation indicates deployment line force was being transmitted to the distal end of the device, but device deployment did not occur.

Event description:
It was reported to gore that on (B)(6) 2024, a patient was to be implanted with 10 mm x 10 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat left iliac artery occlusion and left iliac artery aneurysm. The viabahn device was advanced from left femoral artery to target lesion via 11fr terumo sheath through guidewire. The physician pulled out the deployment line. It got stuck and couldn't be deployed after multiple attempts. Therefore, it was removed out of patient. Another viabahn device with same size was utilized to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.